Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 27 mg/dl. The customer disconnected from the pump and consumed cookies to address the bg level. The customer did not know the cause of the low bg. After several hours, the bg elevated to 701 mg/dl. The customer reconnected to the pump and was not able to enter the bg level into the bolus screen. Tandem technical support informed the customer that the highest bg level that can be entered into the pump was 600 mg/dl. The customer was to deliver a bolus via the pump. Upon follow-up, the customer reported that the bg level was decreasing (268 mg/dl) and declined further follow-up as the bg level was steadily lowering to the target range.